Event description:
A report was received that the patient was experiencing breakthrough pain following a non-device related fall. High impedances were noted on one of the patient's leads and reprogramming was attempted but was not successful. The patient underwent a lead revision and the physician replaced the lead. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.